Manufacturer narrative:
This report is being submitted, as follow up no. 1. To provide the completed investigation results. The actual device was not returned. Therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed, for pseudoaneurysm. Since it was observed, as per allegation. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication, that any manufacturing issues may have led to this event. Currently, no action is recommended, since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. Occupation- bba, rt(r) inventory specialist. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient was in for a transcatheter aortic valve replacement (tavr) work up. The patient had pain on discharge in groin area. Next day the patient was swollen and bruised in groin area. On (B)(6) 2021 the patient felt tingling and numbness in his leg, so they went into the hospital and had a 4cm pseudoaneurysm. The physician felt that the plate and plug came separated, however, the patient did not report feeling any pop. The patient is being followed for possible intervention in the future, however the patient is known to be stable. Additional information was received on 14sept2021. A 7fr procedural sheath was used. Hemostasis was successfully achieved with the angio-seal device. Testing performed to diagnose the pseudoaneurysm was an ultrasound (us). The type of intervention performed was a thrombin injection.